Event description:
The doctor was trying to use a balloon expandable stent to move aside the supra-renal fixation bars on an endologix aaa graft that when deployed accidentally covered the right renal artery ostium. The doctor was able to balloon the fixation wires aside be returned when the balloon was deflated. He chose a genesis balloon expandable strength due to its radial force to keep the wires beside the renal artery ostium. The stent was hanging up on the wire which prevented it from going into the renal. The doctor made multiple attempts to get past the fixation wires of the endograft. Each time the catheter was kinking due to the amount of pressure being applied to push the stent in. When the stent was removed, the stent delivery catheter broke in two pieces just outside of the introducer sheath where it had been repeatedly kinked. They were able to easily remove both pieces without any patient harm. The catheter was thrown away since the physician did not blame the device based on the circumstances of what they were trying to do.

Manufacturer narrative:
The doctor was trying to use a balloon expandable stent to move aside the supra-renal fixation bars on an endologix aaa graft that when deployed accidentally covered the right renal artery ostium. As the palmaz stent delivery system was being pushed into the target area the stent kept hanging up on the endograft wire and kinking due to the amount of pressure being applied to push the stent in, preventing it from advancing into the renal artery. When the delivery catheter was removed, it separated into two pieces just outside of the introducer sheath at the spot where it had been repeatedly kinked. They were able to easily remove both pieces without any patient harm. It was noted that the physician did not blame the device based on the circumstances of what they were trying to do. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15272156 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.